Manufacturer narrative:
The reported event of inability to tighten the right ventricular lead set screw was confirmed. Analysis revealed the torque wrench was incorrectly inserted into the setscrew inset causing damage to the wrench tip and damage to the setscrew inset. The damage was in the form of the stripping of the wrench tip and the setscrew inset. The wrench could not tighten the setscrew because it would slip around in the inset due to it being stripped. The damage to the setscrew and wrench is considered to be user related. Furthermore, electrical testing revealed normal device characteristics and the device was above elective replacement indicator (eri) upon receipt.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the set screw was unable to accept the torque wrench. The device was explanted and replaced to resolve the event. The patient was in stable condition.